Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-04878. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. In addition, it was noted the right atrial lead exhibited sensing noise resulting in episodes of inappropriate automatic mode switch episodes. The were no interventions made for the lead. The patient was stable and will continue to be monitored.